Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose between 250 mg/dl to 450 mg/dl. The blood glucose was unknown at the time of incident. The current blood glucose level was 300 mg/dl. The customer treated with insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.